Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right atrial (ra) leadless pacemaker (lp) was found dislodged during post-implant checks on (B)(6) 2026. Fluoroscopy confirmed device had migrated down to the tricuspid valve. The ra lp was retrieved but not replaced on (B)(6) 2026. The patient was stable and awake post leadless removal. The next day (23 may 2026) patient had symptoms of a stroke with numbness on her right arm and slow talking. Her blood pressure dropped and she coded. Cardiopulmonary resuscitation (CPR) was attempted but unsuccessful. The patient passed away. The physician does not feel the abbott product was the cause of death.